Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 12.1, -11.0 diopter, implantable collamer lens from the patient's right eye (od) on (B)(6) 2023. A longer length lens was implanted on (B)(6) 2023 due to low vault. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, lens size increased but low vault not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: a2 - date of birth: "(B)(6) 2023" should be disregarded as it remains unknown. D4 - model #: "vticm5_12.1" should be corrected to vicm5_12.1 additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).